Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to establish telemetry and noted that its radiofrequency (rf) head's uplink and e-field immunity tests were out of specification. The rf head digital board was replaced to resolve. Also, software was reloaded and the device passed all functional, safety and systems tests. (B)(4).

Event description:
It was reported that the programmer was not able to establish telemetry with the device. Manual entry into the device application was attempted, as well as the use of a donut magnet, without resolve. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Following service and repair, failure analysis was performed on the rf head digital printed circuit board assembly (pcba). Visual inspection found no anomalies. The pcba was assembled into a known good unit, and then connected to a programmer and powered up. An interrogation was performed with a maximo (telemetry b) device and this was successful. However when an interrogation was performed with an adapta (telemetry a) device this operation failed. Using an oscilloscope, it was verified that only telemetry b was operational in search mode. Unable to communicate via telemetry a. Conclusion: the reported event was confirmed, the digital pcba was defective.